Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18910. It was reported the patient's leads migrated. The issue was confirmed intra-op during an elective ipg replacement. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete device information.